Event description:
On (B)(6), 2011, a doctor alleged that a retreat of a realseal obturation was required because black material was seen within the patient's root canal.

Manufacturer narrative:
Several follow-up attempts were made to obtain additional information from the doctor's office; however, the office remained unresponsive. The alleged reported incident could not be confirmed. However, upon the investigations of previous comparable incidents, it was found that the black material seen within the product was bismuth sulfide. It is produced by the reaction between bismuth oxychloride in the realseal root canal filler and a protein (most likely from a bodily fluid). The possible causes for the formation of bismuth sulfide are primarily due to technique variations and deviations from the instructions for use of the realseal system, and include overheating and incomplete flushing of naocl from the root canal. Overheating can degrade the realseal canal filler and possibly lead to improper sealing and leaking, which can result in the leeching of proteins into the root canal and subsequent bismuth sulfide formation. Failure to completely flush all naocl from the root canal can also result in the formation of bismuth sulfide. Retreatment of patients' root canals is required to remove bismuth sulfide. This MDR is being submitted because of the assumed medical intervention for retreatment.

Manufacturer narrative:
(B)(4)